Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The returned device was forwarded to the supplier for evaluation (report attached). The device was sent to a third party independent lab for evaluation. The independent lab evaluation report states that the universal hex screwdriver had fractured through the yoke portion of the driver tip, resulting in a loss of a small piece of material around the pin/rivet. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at the supplier. The supplier will continue to monitor and trend this failure for recurrence. Monitor occurences via depuy sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
There is a crack in the screw driver tip across the rotating pin.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.